Event description:
Further follow-up revealed that the plan for the patient was to see an infectious disease physician and proceed to reimplant; however, it was later reported that the patient's grandmother does not want the device replaced. The grandmother wants the patient to undergo lead explant after the patient is completed treatment with the infectious disease physician. Surgical intervention has not occurred to date.

Event description:
On (B)(6) 2014 it was reported that the patient was explanted due to the infection. The patient¿s mother said that the physician wants the patient to be re-implanted but she wants him to remove the lead. She further stated that the patient was having multiple seizures daily and is now seizure free. The surgeon¿s assistant reported that the explant surgery had occurred on (B)(6) 2014 and the reason was rejection and that he did have a bad infection around it, which was mrsa.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient's grandmother believes the patient's generator site is infected. It was reported that the generator site shows redness. The grandmother would provide pictures of the site due to the patient living a good distance from the physician's office. It was reported that the patient was scheduled for surgery to reposition the generator due to the infection. The surgery occurred on (B)(6) 2014 and the outcome was reported to be favorable. It was reported that cultures confirmed (B)(6) and the patient was referred to infectious disease. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. The patient previously developed cellulitis around the generator site, but it was reported that this infection is believed to be a separate event. The cellulitis was previously reported in MFR. Report # 1644487-2013-03818.